Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the lens did not exit the inserter correctly.

Event description:
The physician reports that the crystalens were damaged during implantation using a lens injector system. Intervention was performed in order to enlarge the original incision and remove and replace the lens. A second crystalens was implanted successfully.